Event description:
A lead revision was scheduled when lead noise was observed on the electrogram. Upon opening the pocket, "twiddler syndrome" was discovered. After disconnecting the lead, the surgeon gave the "ICD" to the or nurse for sterile covering while the lead change was performed. When the "ICD" was turned upside down, the set screw for the pace-sense port fell to the floor. Upon examining the port, no silicone adhesive could be seen. A new device was used to complete the revision.